Manufacturer narrative:
During the site visit, the abbott field service (fsr) discovered that the frequency for the wash zone probe 2 and 3 were out of range high. The fsr replaced wash zone probe 2 and 3 and determined the wash zone probe (list number 08c94-36) which resolved the issue. A review of the alinity (B)(6) instrument service history, there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of complaints and trending data associated with the wash zone probes did not identify an increase in complaint activity. A review of the alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the wash zone probes.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple patients. The results provided were: on (B)(6) 2026, sid (B)(6): 67 yrs old female patient: initial = 33.81 ng/l /repeated=8.77 ng/l. On (B)(6) 2026, sid (B)(6): 89 yrs old female patient: initial = 23 ng/l /repeated=11.5 ng/l. Sid (B)(6): 41 yrs old male patient: initial = 26.5 ng/l /repeated = <1 ng/l on alinity (B)(6). Laboratory reference range for troponin: 0 hours = 0.0 to 4.9 ng/l; 3 hours = 0.0 to 14.9 ng/l. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid (B)(6): 67yrs old female patient, sid (B)(6): 89-years-old female patient, (B)(6): 41-years-old male patient. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple patients. The results provided were: on (B)(6) 2026 sid (B)(6): 67yrs old female patient: initial= 33.81 ng/l /repeated=8.77 ng/l. On (B)(6) 2026 sid (B)(6): 89yrs old female patient: initial= 23 ng/l /repeated=11.5 ng/l. Sid (B)(6): 41yrs old male patient: initial=26.5 ng/l /repeated=<1 ng/l on alinity (B)(6). Laboratory reference range for troponin: 0 hours=0.0 to 4.9 ng/l; 3 hours=0.0 to 14.9 ng/l there was no reported impact to patient management.